Event description:
It was reported that this right ventricular (rv) lead exhibited chronically high threshold measurements. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.